Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy at the beginning of the calibration gastric tube, "antre gastrique" near duodenum, the device was unable to fire. The surgeon tried to fire the device, but it was difficult to open. The device got locked at the firing step. The issue happened twice with other 2 staplers. The staple line was incomplete longer about 1.5 cm. There was unanticipated tissue loss (gastric tissue) as a result of this problem. The surgeon need to reduce the calibration tube and re-stapling deeper . There was permanent tissue damage as a result of this problem. The gastric lining was torn and the surgical time was extended 30 minutes or more due to product problem. A new device was used to complete the case.